Event description:
Patient reported right side "rupture," "breast is increasingly shapeless, with sagging and drooping," "intramammary lymphadenomegaly," "surgical stitch granulomas," and "anxiety." Also reported "presence of irregular hypoechogenic nodules" which was determined to be not related to device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "intramammary lymphadenomegaly" and "surgical stitch granulomas" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture," "anxiety," "intramammary lymphadenomegaly" and "surgical stitch granulomas".

Event description:
Device has been explanted.